Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis. No further details given.